Event description:
It was reported that the user experienced hypoglycemia during a meal period when the continuous glucose monitor (cgm) was disconnected, resulting in an incorrect carbohydrate match to a breakfast meal announcement; the user performed a fingerstick showing a blood glucose of 52 mg/dl and treated with oral glucose tablets, and reports later showed return to range after troubleshooting and education related to meal announcements and meal size. Symptoms included feeling ¿drunk,¿ consistent with neuroglycopenic hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without alarms, medical intervention, or hospitalization. Investigation included review of device reports and user interaction focused on meal announcement workflow and carbohydrate entry accuracy. Investigation of this case revealed that hypoglycemia was associated with incorrect meal size entry while the cgm was disconnected, resulting in a mismatch between announced carbohydrates and actual sensor data. It was concluded, based on previously established findings for similar reports, that user handling of meal announcements with cgm disconnection was the cause.